Event description:
It was reported that the patient faced adhesive issues with three infusion sets on (B)(6) 2026. The infusion set patch did not stick to skin upon insertion. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Name - tandem. Street - (B)(6). Line 2 - (B)(6). City - (B)(6). State - (B)(6). Zip code - (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.